Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was over 400 mg/dl. The customer¿s blood glucose level at the time of the incident unknown and the current was 149 mg/dl. The customer did not experiences any symptoms related to the high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer was not admitted into the hospital as a result of the high blood glucose. The customer stated that high pressure test was performed and it was passed. Based on customer report customer does not allege pump was under delivering. The customer was treated with the manual injection and the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).